Event description:
It was reported that device delivered inappropriate shock due to rapid ventricular response, and then had an aborted shock due to hv lead impedance measuring low. Patient was asymptomatic. The lead was capped and successfully replaced. The patient is stable.